Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was admitted to the hospital on (B)(6) 2017 at 21:30 with chief complaint of fever. The spouse reports mild confusion and urinary incontinence at home. Admitting physician assessment states that heart rate is regular, lungs are clear, abdomen is soft with normal bowel sounds-without tenderness, and is alert and oriented x-3.  On (B)(6) 2017, generalized weakness was added to the diagnosis list. Infectious disease (ID) was consulted-pan cultures, CT chest/abdomen and respiratory viral panel were obtained. Left ventricular assist device (lvad) exit site remains dry and non-inflamed during hospitalization, but did grow staph lugdunensis on specimen obtained (B)(6) 2017 that resulted on (B)(6) 2017. The patient has clinically improved quite rapidly on antibiotic therapy, and repeat blood cultures on (B)(6) 2017 are negative. The subject has a planned discharge date of (B)(6) 2017, after the IV antibiotics are completed and will be able to be discharged on chronic oral keflex. It was stated that the issue had been resolved. No additional information available.

Manufacturer narrative:
This event was reassessed and is being updated as part of a retrospective review of events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.